Event description:
It was reported that patient was revised because of pain.

Manufacturer narrative:
The following other hip devices were also listed in this report:catalog # product description lot #6020-0335 accolade tmzf hip stem #3 27640801502-11-50d trident hemispherical cluster hole shell 280101016260-9-032 32mm -4 lfit v40 head 264081012030-6525-1 6.5 cancellous bone screw 25mm xxlmne2030-6530-1 6.5 cancellous bone screw 30mm h81mneit cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient was revised because of pain.